Event description:
PICC being placed through bd introsyte introducer. After catheter threaded through introducer when introsyte introducer was being removed the introducer snapped the catheter apart. The catheter was removed completely from the patient.